Manufacturer narrative:
The manufacturer had previously reported an alleged internal battery failure. A ventilator was returned to a third party service center for evaluation. During the evaluation of the device at a third party service center,the customer complaint could not be duplicated. No problem was found with the device.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failure was due to the proportional valve being stuck open.